Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the during an inspection of some consignment instrumentation trays at hospital , by sterile processing personnel, it was discovered that the white numbers and markings on one of the attune proximal uprods and one of the attune femoral jigs had washed off or worn off over time, during the processing of the instrumentation. Also discovered was a large crack in the handle portion of one of the t-handles in one of their hip replacement trays. The crack is located on the front middle portion of the handle.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device finds the white markings are missing, however the returned sample was manufactured with the white ink removed (per design). Device appears well worn. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.